Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for an abrupt impedance jump to high levels. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.